Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, anesthesia mumps, failed voiding trial, urinary frequency, and required additional non-surgical interventions.